Manufacturer narrative:
The returned device was evaluated and the download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the phb data found that the agc algorithm was able to appropriately adapt to changes to egvs and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include weakness and a headache. Once at the hospital the patient was treated with intravenous fluids. The patient was discharged from the hospital after 6.5 hours. The patient was able to apply a new pod after leaving the hospital.